Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular and pacemaker mediated tachycardia episodes. This crt-d was also noted to have delivered anti-tachycardia pacing and shocks for what appeared to be supraventricular tachycardia. Additional information was received that this device delivered multiple inappropriate shocks across multiple episodes due to an atrial driven arrhythmia. This device remains in service. No adverse patient effects were reported.